Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the cerebral artery using a neuron 6f 070 delivery catheter (neuron 070). During the beginning of the procedure, while navigating the neuron 070 to the target vessel, fluoroscopy revealed it was kinked. It was reported that the patient's anatomy was tortuous; however, no additional force or stress on the neuron 070 was reported. The neuron 070 was removed from the patient and the procedure was successfully completed using a new neuron 070. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the neuron delivery catheter 070 (neuron 070) was kinked in multiple locations along the catheter shaft, ovalized approximately 95.0 cm from the proximal end, and kinked repeatedly from approximately 103.0 cm from the hub to the distal tip. Conclusion: evaluation of the returned device confirmed the neuron 070 was kinked in multiple locations along the distal shaft. This type of damage typically occurs due to improper handling during use. If the neuron 070 is used through a support catheter or sheath and repeatedly advanced with force against resistance, damage such as this may occur. The damage observed to the rest of the catheter was likely incidental. The neuron 070s are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.